Manufacturer narrative:
(B)(4). The complaint bc2435-20 neonatal oxygen therapy nasal cannula is manufactured by (B)(4), for fisher & paykel healthcare. One complaint bc2435-20 neonatal oxygen therapy nasal cannula is currently en-route to fisher & paykel healthcare in new zealand for evaluation, to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that three bc2435-20 neonatal oxygen therapy nasal cannulae came apart. It was reported that one cannula was used on a baby. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint (B)(4) neonatal oxygen therapy nasal cannula is manufactured by (B)(4), for fisher & paykel healthcare. Method: only one complaint device was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: upon visual inspection it was noted that the pvc tube detached from the right side of the nose piece. There was evidence of glue on the surface of the nose piece. There was no evidence of damage to the surface of the tubing. A lot check revealed three other complaints of this nature for the lot number provided. Conclusion: during manufacture by (B)(4), a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface. This is a manual process. As there was no damage to the surface of the tubing, it appears that either insufficient bonding agent was applied to the cannula during manufacturing or that the bonding material applied had not bonded properly, as a bond broken by force would have caused damage to the tube surface. The manufacturer of this device has been notified of this complaint and is conducting their own investigation.

Event description:
A hospital in sweden reported via a fisher & paykel healthcare field representative that three bc2435-20 neonatal oxygen therapy nasal cannulas came apart. It was reported that one cannula was used on a baby. No patient consequence was reported.